Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: the device was returned for analysis. The reported dislodged stent was able to be confirmed. The reported failure to advance the device was unable to be replicated in a testing environment as it was based on operational circumstances. Based on a visual inspection of the returned device, there is no indication of a product quality issue with respect to manufacture, design or labeling. Based on the information provided, the reported difficulties appear to be related to circumstances of the procedure and not a product quality issue with respect to manufacture, design or labeling. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. Based on the information reviewed, there is no evidence to indicate the presence of a potential quality issue with respect to manufacture, design or labeling. (B)(4).

Event description:
It was reported that the procedure was to treat a heavily calcified left main artery. A 2.5 x 8 mm xience alpine stent delivery system (sds) was advanced to the lesion where prior and newly implanted stents were present. Several attempts were made to advance the sds but it could not cross through the stents and during removal of the sds the stent implant dislodged. A snare device was used in an attempt to remove the stent implanted but it could not be removed. An unknown stent was successfully used to crush the alpine stent against the vessel wall in the left main. The procedure was completed at this time. There was no clinically significant delay in the procedure. No additional information was provided.